Event description:
It was reported to philips that the system generated a ¿free space low¿ message, which can impact imaging. The device was in clinical use. No harm reported. A philips field service engineer (fse) inspected the system onsite and recreated image space which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system generated a ¿free space low¿ message. Upon checking error logs fse observed that the lateral ippc did not make any errors and lateral ippc was cleaned and reseated. The fse performed database consistency tests and repairs. To resolve the issue, the fse recreated the image store. After the repairs were completed, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.